Event description:
Different nurses on different units on different pts tried to engage the safety mechanism and the needle popped off the syringe. All the nurses have received inservice on device prior to using. No pt injury.